Event description:
It was reported that during use with a bd insulin syringe with the bd ultra-fine¿ needle the hub separated from the device. The following information was provided by the initial reporter: it was reported needle hub separated and stayed inside of the shield.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 20 october 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0125290. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200894774] noted that did not pertain to the complaint. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd insulin syringe with the bd ultra-fine¿ needle the hub separated from the device. The following information was provided by the initial reporter: it was reported needle hub separated and stayed inside of the shield.

Event description:
It was reported that during use with a bd insulin syringe with the bd ultra-fine¿ needle the hub separated from the device. The following information was provided by the initial reporter: it was reported needle hub separated and stayed inside of the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned one (1) 31gx8mm, 0.5ml bd insulin syringe from lot 0125290. Consumer reported needle hub separated and stayed inside of the shield, and needle shield difficult to remove. The returned syringe was examined, then tested to determine the shield removal force. The syringe tested within shield pull specification. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 0125290. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200894774] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.